Event description:
Information was received indicating that a smiths medfusion® 4000 syringe pump was not able to be stopped or shut off. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. The top and bottom cases were in excellent condition. There was no visible contamination. The event history log was checked and there was no information pertaining to the customer reported problem of the pump failing to stop or shut off. The investigator was unable to duplicate the customer reported problem. The key pad was replaced as a preventative measure.